Event description:
It was reported that the patient thought their device wasn¿t working. It was noted that the patient was involved in a car accident on 2013 (B)(6). It was noted that the patient has had pneumonia and was an inpatient. It was noted that impedance testing was performed and there was a slight reprogramming done. It was noted all of the impedance values were within normal limits. It was noted that the patient was getting less than 50% therapy relief. It was noted that the location of the symptoms was the patient¿s right arm and after the reprogramming the patient was relaxed and felt good. It was noted that the patient¿s current hospital admission was due to pneumonia. It was further reported that the patient had a seizure and it was now reported that the patient was admitted to the hospital due to the seizure. It was noted that the patient was experiencing a shocking or jolting sensation. It was noted that after the patient¿s car accident the stimulation system was making them have an electrical jolting in their neck and right arm and the patient couldn¿t turn their head left or right because it felt like they were going to have a seizure. It was noted that the shocking stops when the stimulation is off.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was transported to the physician via stretcher. It was reported the patient had been in rehabilitation post car accident and was not using her stimulator because it made her right arm contract. It was reported the physician's nurse turned off the stimulator in december. It was reported the battery was discharged the day of current report, so impedances were unable to be checked and reprogramming was unable to be performed. It was reported the patient was taken off all her psychiatric medications in the hospital, and had been in the rehab facility since discharge from the hospital. It was reported cervical CT scans were performed at the hospital, and that the nurse practitioner stated the leads were still in place per the x-ray. It was reported there was no new information as of the date of current report, and the patient was sent back to the rehabilitation unit

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. There was a shocking or jolting sensation. It was stated that the patient was in a car accident on (B)(6) 2013 and she had gotten whiplash. It was noted that the leads were placed "in c1". It was stated that since (B)(6) 2013 the whiplash has made the patient's neck weak and she could not get out of bed. It was noted that the patient had a "dropfoot" and her arm had "contracted back to the original position before she had the implant". It was reported that the patient was in pain and when she would move her head to the left or right it would put her "in to a seizure situation". It was reported that the patient felt that the lead had moved. It was noted that the patient was in the hospital. It was reported that the pain had made the patient suicidal. The patient was on oral medication for pain. It was reported that the patient had pain and burning where her seatbelt bruise was. It was stated that the patient had complex regional pain syndrome (crps) and she was "getting that same pain again". It was noted that before the accident the patient ran a marathon. It was noted that the patient contracted pneumonia and went into "respiratory distress" and ended up in the hospital. It was also reported that the patient had a broken recharger belt that broke 3-4 months ago.